Event description:
It was reported that the patient was scheduled to have the implantable neurostimulator (ins) and lead removed due to a site infection. The devices were removed the evening of the report. Three days later it was reported that a culture was done and it was positive. The infection was at the ins pocket site. The patient was not receiving therapy as the device was removed. Refer to manufacturing report #3004209178-2014-05175 as the patient had another issue right before the infection that led to a replacement.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated infection was diagnosed on (B)(6) 2014. There was no meningitis reported .the symptoms reported were redness, drainage and pain. The infection was located at the device pocket site. It was indicated that culture was obtained at the pocket site and the organism cultured was corynebacterium /group b strep. It was indicated that patient was treated with both intravenous (IV) and oral antibiotic. It was noted that the total device system was explanted. The patient outcome was reported as resolved. The risk factor before device was implanted was mark as unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0a9cf, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# b)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).